Manufacturer narrative:
(B)(4). This has occurred twice this week per customer.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the occluder would close and needed re-calibration during case. The device was not changed out, as they removed the tubing and used the system-1 without the occluder. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 30-mar-2016: the occluder was being used with a 1/2" inner diameter (ID) tubing and according to the user, the occluder was calibrated with tubing. During cpb, the occluder closed without user intervention and then the word "cal" was displayed on the occluder icon. This gives the appearance that the occluder (module) re-set. The closed occluder would decrease and/or stop venous return from the patient. This would lead to a drop in venous return to the cpb circuit and likely lead to a "low level" indication. Venous level is also part of the normal scan of events and monitors during the procedure. In addition, the central venous pressure (cvp) would increase and the cardiovascular (cv) surgeon would visibly observe the heart distending due to loss of venous drainage. The perfusionist (ccp) simply opened the venous occluder cover which allowed venous drainage to occur. The occluder was not used for the remainder of the procedure as tubing clamps (forceps) were available to the ccp to manually occlude the tubing as needed. The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) could not duplicate the reported issued. The fsr downloaded the data logs for further evaluation. He checked occluder operation and replaced the occluder head as a precaution. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Per data log analysis: the occluder log shows an "unexpected stall" event on (B)(6) 2016. This will cause the occlude to become uncalibrated as reported. The system log only covers the occurrence on (B)(6) 2016. On (B)(6) 2016 when the occluder is calibrated at 07:04:05 am, the linear position = 946 (probably no tube installed). With the occluder at full open, occlusion is adjusted toward close using the slider at 09:27:35 am. At 09:27:35, the occluder reports the "unexpected stall" at linear position 1392 (tubing installed). Calibration of the occluder should be performed with tubing installed. Calibrating with the tube removed is the cause of the loss of calibration. There is no indication of a problem with the occlude in the log file. During laboratory evaluation, the product surveillance technician (pst) observed the occluder to function properly, with no intermittent closing of the occluder plunger or recalibration required. The pst observed occluder to power up and communicate properly with central control monitor (ccm). He inserted tubing and performed occluder calibration and observed occluder to open, close, and calibrate properly. The pst powered off occluder and placed in cold chamber for 24 hours. He retrieved from cold chamber and performed functional testing and observed occluder to function properly. During internal inspection, the pst removed cover and performed actuator, circuit board, cable and plunger inspection and no anomalies observed. He repeated functional testing steps and observed occluder to function properly. He ran occluder for 24 hours. Observed no intermittent closing of occluder plunger or recalibration required. Feedback will be provided to the customer to advise on proper sequence to calibrate the occluder system. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.